Event description:
On (B)(6) 2012, a patient underwent a routine ilasik procedure on both eyes (ou). Patient presented at the surgeons office (B)(6) 2012, with a slipped flap left eye (os). Surgeon re-positioned the flap os. On (B)(6) 2012, patient's visual acuity sans correction right eye (od) 20/20, os 20/60 +/-1. Rxm: od +.50 - 1.00 x 109 20/20, os +.50 - 0.75 x 155 20/30+. Patient was a no show at the surgeon's office for post-op on (B)(6) 2012. Patient was rescheduled for (B)(6) 2012. Patient was a no show, but called and said "doing great". Patient was rescheduled for (B)(6) 2012, and was a no show.

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the reported event which occurred on (B)(6) 2012, due to the fact abbott medical optics (amo) became aware on (B)(6) 2012. The condition of the system (since the time of the event) will make the evaluation impossible. There is no indication that there is a direct link between the laser system and the event (slipped flap). Note: all pertinent information available to amo at the time of this report has been submitted.